Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had foreign matter, the following information was received by the initial reporter with the following verbatim. It was reported by the customer that wooden splinter in the tubing.

Manufacturer narrative:
The customer reported there is a splinter in the tubing, and reported photos and the sample of material 2420-0007, lot 25025372. Upon initial visual examination, the set and the photo verified the complaint. There is clearly a 1-2 inch long wooden splinter through the pump segment. The manufacturing plant could not find the root cause for the splinter in tubing to be related to the manufacturing process. The root cause is unable to be determined. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.